Manufacturer narrative:
E1: phone (B)(6). B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a volume test failure and requires calibration. There was unknown patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/10/2024. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log was reviewed and functional testing was able to replicate the reported issue. The root cause was determined to be preventive maintenance was needed. Preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.